Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous transluminal coronary angioplasty procedure using a 6f sheath. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was attempted; however, the suture broke while using the knot pusher. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to the suture not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.